Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose around 200 mg/dl after a meal announcement, having eaten peanut butter with low- or no-carb bread and selecting ¿more than meal,¿ with fingerstick confirmation near this value and no supply issues observed; the device problem and component could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no available findings and insufficient information regarding a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.